Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed eight (8) controller fault alarms logged on (B)(6) 2026 at 08:32:36 and 15:22:20, (B)(6) 2026 at 21:05:21 and 22:36:15, (B)(6) 2026 at 20:56:27, (B)(6) 2026 at 00:00:58, and (B)(6) 2026 at 14:35:12 and 23:00:53, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Further review of the controller log files indicated that the controller fault alarm was silenced; however, the controller will still log the controller fault alarm. Of note, a controller fault alarm that is silenced will sound again if the alarm condition clears and later becomes active again. Additionally, review of the alarm file revealed sixty-five (65) low flow alarms logged since (B)(6) 2026. As a result, the reported controller fault alarm and low flow events were confirmed. The controller fault alarm being muted was confirmed; however, the controller fault alarm being permanently muted and the inability to mute the alarm could not be confirmed due to insufficient evidence. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the device may have caused or contributed to the low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, a possible root cause of the reported silenced controller fault alarm sounding again and being unable to mute may be attributed, but not limited, to the controller fault condition reoccurring. Additional products: controller (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system - pump d4: model #: 1104 / catalog #: 1104 / expiration date: 30-apr-2022 / serial #: (B)(6), d6a: implanted date: (B)(6) 2020, d9: no h3: no h4: mfg date: 08-apr-2020 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that despite muting, the controller fault alarm continued to come back. It was noted that the alarm was no longer able to be muted. It was also observed that upon log files data review, multiple low ventricular assist device (vad) flows alarms were logged.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due a depleted internal battery. The controller alarm was silenced and remains in use. No patient complications have been reported as a result of this event.